Event description:
The rpeorter stated the surgeon attempted to insert an aq2003v silicone three-piece lens but there was resistance when advancing the lens. The lens became stuck and one haptic kinked. There was no pt contact.